Event description:
The customer reported an unexpected shutdown while monitoring an ECG rhythm. The pt died, but the customer reported the device did not play a role in the pt's outcome. The date of death is unk at this time.

Manufacturer narrative:
(B)(4). The customer reported an unexpected shutdown while monitoring an ECG rhythm. The pt died, but the customer reported the device did not play a role in the pt's outcome. The date of death is unk at this time. The complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.